Event description:
It was reported that during the implant procedure, the operator fixed the lead once without any problem, but then decided to relocate the lead. The lead was unscrewed, but after reposition in the heart it was impossible to fasten the lead again in the atrial port. It was noted there was grommet/setscrew problem. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.